Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the system control board was replaced on the imaging system and that the application software was updated without resolution.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a procedure the imaging system was unable to complete a 3d image acquisition and displayed an error message. The procedure was completed with the use of imaging. No impact on patient outcome. No information was provided on delay to procedure.